Event description:
A customer contacted beckman coulter inc. (Bci) stating that a bloody leak was noted underneath the blood sampling valve on the coulter lh 750 analyzer. The operator was wearing personal protective equipment (ppe), including lab coat, gloves and eye protection. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected in association with this event.

Manufacturer narrative:
No indication of samples being run. A bci field service engineer (fse) was dispatched on (B)(4) 2011 and indicated that the lower probe truck assembly was cracked and was replaced. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.